Event description:
It was reported that there was leaking around the pump. The patient mentioned it might be spinal fluid. Before the leaking, there was an infection which started (B)(6) 2015. The patient did not know when the leaking around the pump started. The patient was in the hospital at the time of report. The pump was used to infuse dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).